Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while changing the basal rate on the insulin pump, he mentioned having high blood glucose. Customer stated that the emergency medical services were dispatched about a week ago in the middle of the night and early morning. Customer stated that he did not go to the hospital. Customer stated that the emergency medical services stayed until his blood glucose was up. Customer's wife made him a peanut butter sandwich and the emergency medical services left. Customer was wearing the pump at the time of the incident. Customer declined troubleshooting for high blood glucose and was more concerned with his low blood glucose.